Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the replace generator soon message was displayed on the patient controller indicating the generator was approaching its end of service. Diagnostics indicated the message was prematurely displayed. Reprogramming was unable to extend battery life.